Manufacturer narrative:
(B)(4). Only event year known: 2018. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an thorascoscopy, clip applier wouldn't occlude the tissue slash hold, physician when he tried to remove it. It tore a hole where the clip was attached. They had to suture it close. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # r92l19. Device analysis: the analysis results found that the el5ml device was returned with no damage in the external components. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 6 conforming clips. Upon testing, the jaws open and close without any difficulties. In addition, the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this batch. Additional information received: the clips were malformed, and the jaws would not open. The device was removed by the surgeon creating a small hole and closing the hole with suture. There was no patient consequence. User facility mw received: (B)(4)